Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin squirts when priming and clock does not keep time. Customer¿s blood glucose was unknown. Customers stated that insulin pump had discoloration on screen, battery lasts about 5 days, insulin pump was rejecting new batteries, had louder rewind and insulin pump has erased settings. Insulin pump will not be returned for analysis.